Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose was between 241-250 mg/dl at time of event.